Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the right ventricular lead exhibited noise and oversensing, noted on remote follow up. Lead was capped and replaced on (B)(6) 2020 with a new lead. The patient experienced no issues and was stable.